Manufacturer narrative:
The run data file was analyzed for this event. Root cause: the signals in the run data file indicate that a delay in platelets exiting the chamber could have disrupted the steady state of the system and contributed to the higher-than-expected wbc content in the platelet product reported for this collection. Based on the available information, it cannot be ruled out that there was an air block or occlusion in the platelet line or the platelet product bag was clamped. It is also possible that these results could be donor related.

Manufacturer narrative:
Investigation: the device history record (DHR) was reviewed for this lot. There were no issues in the DHR that were related to the elevated wbc count experienced by the customer. Investigation is in process. A follow-up report will be provided.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. There was not a transfusion recipient or patient involved at the time of the residual wbc testing, therefore no patient information is reasonably known at the time of the event. Donor unit #: (B)(6). The platelet collection set is not available for return because it was discarded by the customer.